Event description:
I was given a splint to wear 24/7 for my severe tmj. This was done in michigan 2011. After 3 splints and seeing a dentist in beaufort sc 2016. I was told my splint was causing all my tooth decay. I have had 4 teeth removed, loads of teeth issues and now have to get crowns for my entire mouth. This was never told to me. It was believed I could use this appliance the rest of my life. This should never be a tmj long term item. I cannot even afford all the crowns I must get and still live in pain because the last appliance I received from my dentist lasted 3 months. I'm down to a small portion of the splint. Which fyi costs $8000 for 1. This should not be allowed and selling these as a fix to tmj should not be ok. It is a good temporary device but never long term. I have all medical records, wears and any other info you may need. "Every company that makes them". Ref reports: mw5155043 and mw5155045. Refer to add'l documents in i2k.